Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Section e: initial reporter full phone number:(B)(6). Additional contact: (B)(6). Complaint reference #: (B)(4).

Event description:
The complaint occurred on an unspecified date and involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch. One of the clinical floors reported that the product was leaking from the top of the filter (the blue part). The complaint was noticed during/after use. There was no report of patient harm.